Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide, with an 8fr sheath, after an percutaneous coronary interventional procedure. Reportedly, when the plunger was removed, no sutures were attached. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was not confirmed. Analysis of the returned device found a link detachment and could appear similar to a suture retrieval issue. The effects of the link detachment appeared to the user as a cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.